Event description:
A customer reported having a couple of packs that had loose cannulas. Additional info received indicated the loose cannula was noted during a procedure. The customer opened an additional pack to complete the case. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).